Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a capsular bag tear during laser assisted cataract surgery in patient's right eye. Procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
A company representative visited the customer¿s site and evaluated the system. The system was found to be performing as intended. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).